Manufacturer narrative:
Other relevant device(s) are: product ID: 3778, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturing representative that the patient went to the hospital for a device follow up and reported that an out of regulation (oor) issue occurred. The implantable neurostimulator (ins) was interrogated and high impedances were found about 40 kohm on one of the two leads implanted. The ins was programmed to use only the lead that had normal impedances. The patient was fine and the spinal cord stimulator (scs) therapy worked properly. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of report.